Manufacturer narrative:
No known impact or consequences to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated falsely decreased sodium results were generated while using the architect c4000 analyzer. The customer provided the following data: sid (B)(6) initial result 118, retest (gen3500 instrument) 139; sid (B)(6) initial result 117, retest (gen3500 instrument) 139; sid (B)(6) initial result 119, retest (gen3500 instrument) 139. The customer indicated that the specimen was sent to another laboratory and was retested on another architect c4000 analyzer and discrepant results were also generated. No specific retest data from the other laboratory were provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. However, no systemic issue or product deficiency was identified for the architect c4000 analyzer, list number 02p24.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation of the analyzer, a service history review, instrument log review, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts replacement by the fsr through standard troubleshooting procedures, which resolved the issue. A service history review for this instrument revealed no subsequent complaints of discrepant sodium results being reported. A review of the instrument logs verified the results as documented by the customer. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number 02p24, was identified.